Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue, the battery compartment was cracked and the user was unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/05/2016. The device has been returned and evaluated by product analysis on 09/10/2016 with the following findings. There were several pump reboots observed in the black box history. The battery compartment was cracked. The audio bolus button was unresponsive and moisture was found on the button contact when the cover was removed. The pump was opened with no moisture damage found. The pump powered on correctly with no power interruption duplicated. Unrelated to the original complaint, the display was dim and discolored.